Event description:
The patient had synchromed pump and catheter implanted in 1996 for intrathecal infusion of morphine for non-malignant pain/failed back surgery syndrome.the patient experienced decreased pain relief and the hcp performed a contrast study of the catheter and an x-ray rotor test of the pump. The hcp concluded that the rotor had stopped.the patient underwent explantation of the pump in 1999 and the device was returned to the manufacturer for analysis. The patient underwent implantation of another synchromed pump at this time.